Manufacturer narrative:
The device was returned to the olympus repair center. The repair inspection found there is no output from all terminals due to a defective (rx) receiver module. The asset loaner has been repaired once in the past year, (B)(6) 2022. The heat sink of the motherboard was detached resulting in an abnormal sound. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has no repair history in the past year. Based on the physical evaluation, ¿no image¿ occurred due to faulty rx module inside the video connector. However, the cause of the defective rx module is unknown. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (osh) engineer reported that the asset loaner visera 4k ultra high-definition camera control unit has ¿no image¿. The issue was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide a correction to a1, d5 and g2. A1: added the patient identifier. D5: corrected operator of device. G2: checked "other" to add the country china. Olympus will continue to monitor field performance for this device.